Manufacturer narrative:
The field service engineer could not determine a cause. All ise nozzles and probes were adjusted. The ise dilution vessel and flow paths were cleaned. All pipettor seals were replaced and reagent tubing was checked. The customer ran calibration and controls. The investigation could not identify a product problem. The cause of the event could not be determined. UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na, cl for gen.2 on a cobas 8000 ise module. The initial values were reported outside of the laboratory. The samples were repeated on a second analyzer and these values were believed to be correct. The first sample initially resulted in a na value of 174 mmol/l, which repeated as 141 mmol/l. This sample initially resulted in a cl value of 76 mmol/l, which repeated as 104 mmol/l. The second sample initially resulted in a na value of 164 mmol/l, which repeated as 139 mmol/l. This sample initially resulted in a cl value of 84 mmol/l, which repeated as 103 mmol/l. The na electrode lot number was i11, with an expiration date of 14-apr-2019. The cl electrode lot number was a97, with an expiration date of 25-aug-2021.